Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said that they had to have a revision last year sometime. They said the reason was "they had to go deeper with it, I had lost a lot of weight and so the implant kept flipping". Pt says that after the revision they started having charging issues. Pt says every time they try to charge implantable neurostimulator (ins) it takes them 20 minutes just to connect to start charging. Pt stopped charging sometime last year due to the frustration of charging. Pt says the controller runs down fast when trying to charge. A request was sent to repair to replace recharger telemetry module (rtm). Pt will most likely be in discharge mode, so they will call patient and technical services(pats) for help waking implant up when they get new rtm. Pt knows that if the new rtm doesn't resolve issue, the next step would be to follow up with their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back after getting replacement recharger for assistance charging the implant again. Patient reported no device found. Agent had patient enter passive recharge mode and after a few minutes, patient was able to start charging the implant on excellent. Troubleshooting steps taken on the call resolved the issue.